Event description:
We were informed on 04 dec 2020 that the patient's nevro system was replaced due to a fractured lead. The device is not manufactured by boston scientific. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).